Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure the sterile package may have been compromised. The box for a 2.50x8mm ion stent delivery system was opened and it was noted that the foil portion of the packaging had already been peeled away. It is unknown whether this occurred while removing it from the box or if the device had been received in this condition.